Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer did not provide the symptoms regarding high blood glucose. The customer was treated for the high blood glucose with insulin pump. The customer declined troubleshooting for high blood glucose level. Customer stated that he was not in auto mode as insulin pump was not powered on. Customer stated that they had a dead battery for four to five hours in his insulin pump and he just got a battery in but his sensor wont connect to insulin pump. Troubleshooting done for loss of communication. The insulin pump was not returned for analysis.